Event description:
It was reported that the charger for the ilet device was not charging, and a replacement charger was provided as a goodwill measure after troubleshooting and education were completed. Symptoms included no alerts or alarms associated with the event. Outcomes included no reported clinical impact. Investigation included initial troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging accessory issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.